Event description:
On (B)(6) 2014, it was reported to 3m espe that one 3m espe mdi mini dental implant o-ball prosthetic head - collared standard - 1.8 x 13 mm (ob-13) was broken during implantation in position 33 and the apical fragment was removed by using piezo surgery. The additional surgery was performed without any complications.

Manufacturer narrative:
The inplant fragments were examined visually using a light microscope. The fractured surface was homogenous, which indicates that fracture was torsional in nature, likely resulting from the application of too much force. The dentist stated that the conditions of pre-drilling were complicated because the bone structure of the pt's jaw was extremely dense. Additionally, the dentist didn't use a torque wrench with torque control. It is possible that the implant might have been fractured during implantation because of the conditions used for pre drilling and because a torque measuring wrench was not used.